Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 1260". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation in used condition. The housing was damaged and the screen was scratched. No physical damage was found on the device. The investigator was unable to download the event history log. Error code ec1260 was observed upon power up. This error code indicates a corruption of the memory of the circuit board. The investigator concluded that the product problem was caused by a faulty circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The circuit board was replaced.